Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with the heavily calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left common femoral artery. The 7.0x40mm armada 35 balloon dilatation catheter was advanced to the lesion with no resistance noted. The balloon ruptured during the first inflation at 10 atmospheres. The balloon catheter was removed with no issue and replaced with another balloon to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.